Manufacturer narrative:
The insulin pump was received with a cracked reservoir tube lip, cracked battery tube threads and minor scratches on the display window.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported a hospitalization for a broken hip and stated that it was not related to diabetes. The blood glucose reading was 278 mg/dl. Customer treated with manual injection. Nothing further was reported.